Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead fracture, confirmed by x-ray. The lead also exhibited loss of capture and high capture thresholds. Additional information from the field representative indicates that the cause of the lead fracture was not determined, nor suspected. This lead was successfully replaced. No additional adverse patient effects. The complaint device was not returned by the customer, therefore, no product analysis could be performed.